Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was unknown at the time of the incident. The customer thinks that the blood glucose level was in 20's mg/dl based on the symptoms. The customer stated that the symptoms related to low blood glucose such as shaking, sweating, mental confusion, belligerence, weakness, fatigue. The customer was treated with glucagon shot and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported cosmetic damaged to the insulin pump. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged cosmetic damage(cracked battery compartment) and low bg's found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked battery tube threads, cracked case on corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, pump passed required testing, thus no confirmed device issues. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Unable to confirm alleged low bg's. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported waking up from a low blood glucose. Customer has treated with glucose tablets and glucagon shot. Set showed damage and there was a crack around the battery compartment. The crack occurred during the low. There was no damage to the retainer ring. What led up to the event was that the customer programmed a temporary basal for two units per hour when he meant to do 200 percent which would have been less than 2u/h. He was thinking his blood glucose values went down into the 20's mg/dl based on his reaction. Incident date is march14, 2022 per sap for pump. Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.